Event description:
A customer reported the surgeon was receiving intermittent phaco pulses from the system and insufficient vacuum during a procedure. Multiple attempts have been made to retrieve add'l info, but none has been rec'd to date.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. The company rep observed a case and reported that the system functioned w/o incident. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).